Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. Unit received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a blank display and many battery changes don't eliminate problem. Customer does not recall any significant events leading to the error, but the pump may have gotten wet. Customer's blood glucose was 172 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.